Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous mid left anterior descending (lad) coronary artery with 75% stenosis. During advancement of the 2.25x33 mm xience skypoint stent delivery system (sds), it became caught in the lesion and the stent became fractured. There was no resistance during removal and a non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.